Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that, on an unknown date, a microclave® clear neutral connector disconnected unexpectedly. As per the report, the teams are reporting an issue with the total parental nutrition (tpn) tubing. It is disconnecting unexpectedly. This has happened many times over the past couple of weeks. They have had senior staff verify the connections are secure, but they still seem to pop off. 3y has saved the product and packaging. The event occurred while in use with a patient. There was no patient harm reported. This is report two of three.